Event description:
It was reported that catheter entrapment occurred. After a 300 cm victory guide wire crossed the lesion, a 2.5mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, the wire became stuck with the balloon shaft and it would not move, when both devices were compatible. According to the technician, the guide wire and the balloon catheter may have not properly flushed. The procedure was completed with another wire and balloon catheter. No patient complications were reported.